Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 720mm starting from the proximal middle solder designed to be at 70mm from the tip and the distal segment of the coil wire was fractured and missing. Under the elongated coil wire, the inner coil wire was exposed. The coil fracture site was observed under a magnified view. It revealed that the diameter of the core wire was becoming smaller toward the fracture site, suggesting the coil wire fractured due to ductile fracture by pulling force. The exposed inner coil wire was observed under a magnified view. It revealed the core straight wire fractured nearby the tip of the inner coil wire, and the core twist wire fractured at approximately 7mm proximal to the inner coil wire fracture. Each fracture site was also observed under a magnified view. It found that the diameter of both core straight wire and twist wire was getting smaller toward the fracture surface, suggesting both core wires fractured due to ductile stress. Measuring all the parts of the returned guide wire, it was concluded that the core straight wire fractured at approximately 6.5mm from the distal tip, and the coil wire and the core twist wire were detached from the distal solder. The separated tip segment was not returned. Although no patient health hazard was reported, a possibility could not be ruled out that the tip fragment might have been left in the anatomy. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the investigation outcome, it was presumed that the pulling force exceeding the product design limit might be inadvertently applied to the subject guide wire while its tip was trapped by a possible peripheral vessel. The excess force was assumed to be applied along with removal of the guide wire attributing the core twist and straight wires to fracture and the coil wire to elongate and eventually fracture. There was no indication of product deficiency. Instructions for use states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, during an interventional examination against a lesion in the rca, the subject guide wire was used with a 6fr. Guide catheter. During the procedure, it was noted that the tip of the guide wire became wavily deformed. It was removed from the anatomy with difficulty. A new guide wire was replaced. When the device returned to the manufacturer on june 29, 2017, it was found that the tip of the guide wire was missing. A possibility could not be ruled out that the tip fragment could have been left in the anatomy.